Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced.